Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed possible intermittent oversensing by the right atrial lead, as noted on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.